Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that leaking fluid (saline) was noted when flushing was attempted upon preparation of sheath. A tear was noted in the flush port tubing. The procedure was completed successfully by using a different device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. The damage was noted to the clear tubing connected to leur. The issue noted during preparation on initial flush out of packaging prior to dilator or catheter insertion with a 20cc syringe. The clear tubing off sheath was visibly torn in half. Everything that was flushed in, leaked out, shaft of sheath did not receive any fluid because all fluid leaked out. The leaking was from the clear tubing off the handle.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, initial inspection of the returned faradrive sheath observed a significant tear in the tubing connected to the stopcock. Next, leakage test was unsuccessful due to the large tear in the tubing. Additionally, under microscopy, a tear was noted where the stopcock almost detached from the connecting tube. The complaint allegations were confirmed through product analysis. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during the preparation of the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that leaking fluid (saline) was noted when flushing was attempted upon preparation of sheath. A tear was noted in the flush port tubing. The procedure was completed successfully by using a different device. No patient complications have been reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. The damage was noted to the clear tubing connected to leur. The issue noted during preparation on initial flush out of packaging prior to dilator or catheter insertion with a 20cc syringe. The clear tubing off sheath was visibly torn in half. Everything that was flushed in, leaked out, shaft of sheath did not receive any fluid because all fluid leaked out. The leaking was from the clear tubing off the handle.